Event description:
It was reported by the patient's legal guardian that the patient experienced ongoing leaking issues with pods over the previous weeks. The leaking liquid was described as light brown and reported to have caused a skin reaction. The legal guardian reported that the patient's blood glucose reached over 300 mg/dl. The legal guardian had filled the pod with 200 units of insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.g991usqsjhzb1 hardware: sm-g991u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.